Event description:
Reporter indicated a vns pt was experiencing breakthrough seizures. The pt's vns implant info is unk. All attempts to the original implanting hosp and the reporter for more info and device implant info have been unsuccessful to date.